Event description:
Patient here for plasmapheresis treatment. Upon hitting the start run button, an alarm appeared which stated, "air detected in return line." Attempts were made to clear the alarm by following the prompts on the machine. Machine could not clear the alarm. Care was delayed until the another machine was available.====================== manufacturer response for plasmapheresis tubing, terumo tubing set (per site reporter) ====================== terumo bct was contacted at the time. Operator was instructed to clean and pressure the sensor. Tubing set was sent back to the company for quality control. The service rep came to do preventative maintenance and was not able to reproduce the alarm.